Event description:
Caller reported that customer received a reading of 170 mg/dl on his adc meter that was higher than he felt. It was further reported that customer's nurse increased the dose of glipizide the customer took in response and noted he took "glipizide 1 and 1/2 tabs" at 7 pm and as a result on the following day at 4 am customer experienced symptoms of "dizziness, sweating, mumbling", "fell of the floor" and had a seizure. Paramedics were called, customer was administered glucose gel and transported to a local health care facility where he was diagnosed with hypoglycemia and had "IV and x-ray" and "lab work and was told to discontinue glipizide". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. After further review of the complaint, it is uncertain if the test strip lot 1260914 initially reported was related to the adverse event. In addition, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.